Event description:
It was reported by the customer that the handpiece does not shut off. It is unk if there was adverse consequences or pt involvement.

Manufacturer narrative:
The device was returned to the MFR for investigation. The complaint was verified. The trigger was replaced and the device was returned to the account.